Manufacturer narrative:
Initial 1 of 2. E1: patient city: (B)(6). Patient country: australia. (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced recurring occlusion issue and had high blood glucose level for more than four hours which was treated with manual bolus on (B)(6) 2026.